Event description:
The customer reported erroneously elevated troponin I (accutni) results, for three patients, involving unicel dxc 600i synchron access clinical system. Two patients' samples generated results above the acute myocardial infarction (ami) cutoff. Subsequent testing on an alternate unicel dxc 600i synchron access clinical system produced lower results within the normal reference range for one patient and within the risk stratification for the second patient. The third patient's sample produced an erroneous result within the risk stratification. Subsequent testing on an alternate unicel dxc 600i synchron access clinical system recovered lower results, within the normal reference interval for the third patient. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) observed the system incubator belt was making excessive noise when in motion. The fse discovered the belt was missing a tooth and replaced the belt. The fse removed the analytical module and cleaned out a spill that was discovered in the wash carousel. There has been no report of injury. The fse replaced the mixer pulley belts that had developed "flat spots" on all three o-rings and the pulley. The fse verified hardware by performing system alignments. The unit conformed to the manufacturer's published performance specifications. The customer provided system checks for both unicel dxc 600i synchron access clinical systems from (B)(6) 2012. Both system checks passed.